Event description:
Patient called alleging that their meter flashes battery. Patient replaced the batteries and meter still flashes battery. Customer service was unable to resolve the issue and sent patient a new meter.